Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet, with a highest reading of 215 mg/dl and a lowest under 40 mg/dl, and treated lows with oral glucose; the cause of the fluctuations could not be identified from available information. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.